Manufacturer narrative:
The device has been explanted and returned to the MFR for eval. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
It was reported that the pt no longer had any hearing sensations. Testing showed that the device has malfunctioned. The pt was reimplanted in 2009.